Event description:
Philips received a complaint on the intellivue bis module indicating that the measurement was out of spec. The device was in clinical use at time of event, there was no adverse event reported.

Manufacturer narrative:
E1; (B)(6). A philips field service engineer (fse) went onsite to evaluate the issue with the customer. After several testing, it recommended the replacement of the 453563233721m_bis cbl patient interface cable. Based on the information available and the testing conducted, the cause of the reported problem was a faulty bisx cable. The fse replaced bis cable to address the issue. After the repair, the incident was resolved and it was confirmed that there was no problem with the basic operation. The investigation concludes that no further action is required at this time.